Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. This is noted due to undersensing. A call placed to technical services states poor p-wave 0.2 to 0.5mv in unipolar and bipolar, atrial tachy responses are 9 seconds. Patient had 3rd heart block. Threshold has risen 1.4 to 1.2v output; was at 2.6v several times according to daily measurements. The physician was dr. (B)(6) at (B)(6) in (B)(6). No addititonal information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).